Manufacturer narrative:
(B)(4).

Event description:
Procedure: colectomy. According to the reporter: the device stopped during the second firing. Upon removing the device, tissue was damaged. A new stapler was opened for an add'l resection.